Event description:
Related manufacturer reference number: 2017865-2022-07690. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that there was failure to capture and noise which resulted in over-sensing on the right ventricular (rv) lead. The physician decided to explant the rv lead on (B)(6) 2022. During procedure, the anomalous rv lead was tested through the device and there was no capture. The lead was replaced and all values were optimal. After connecting the new lead to the device, there was no capture again. The physician explanted and replaced the implantable cardioverter defibrillator (ICD) as it may have been part of the problem. The patient was in stable condition throughout.

Manufacturer narrative:
The reported loss of capture and noise was confirmed through stored electrogram (segm) review; device was found to be normal. The device was above elective replacement indicator (eri) upon receipt. The loss of capture and noise seen in the field is likely as result of a lead anomaly or damage. Only a partial lead was retuned, so complete analysis is unavailable. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.